Event description:
The reporter stated water was found in the foil package of an sfc-25 fp cartridge model.

Manufacturer narrative:
Cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint was found.